Event description:
A facility reported that a patient complained of shortness of breath, chest and back pain approx 3 hrs into the dialysis treatment. She was given oxygen and was admitted to the hosp. Prior to this incident, there were constant alarms and while the staff was troubleshooting the problem, it was noticed that air got in the system. There were conflicting reports on whether there was air in the venous chamber where the sensors are located. One nurse stated that the venous chamber had emptied and another stated that air was seen only in the line close to the patient's access and none above this.